Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and yellow wrench advisory alarms were confirmed via analysis of the submitted log file. The log file contained approximately 13 minutes of relevant data (on (B)(6) 2001 and on (B)(6) 2021 from 10:33:41 to 10:46:13 per the timestamp). The controller clock was not set for most of the log file. The log file data indicated that this controller was the patient¿s backup controller. While the clock was not set, the log file captured yellow wrench advisory alarms associated with the backup battery being uninstalled/depleted, clock not set faults, and vcc out of range faults; the yellow wrench advisory alarms cleared when the backup battery was charged and the controller¿s clock was set to the correct date and time. The noted alarms are consistent with the backup battery being depleted when the controller was connected to power. A backup battery fault alarm associated with the backup battery use by date being exceeded was then captured on (B)(6) 2021 at 10:46:13, which is the last event captured in the log file; this alarm activated due to the backup battery not being fully charged for over 24 months, exceeding the backup battery shelf life. There were no other notable alarms throughout the log file. The controller was not connected to the pump throughout the log file, resulting in driveline disconnect alarms being active. Additional information provided stated that the heartmate ii system controller (serial number: (B)(6) was the patient¿s backup controller and that the controller would not be returned for evaluation. It was also reported that no further alarms were observed after exchanging the backup battery. It was also communicated that the backup controller was not connected to the patient¿s pump; therefore, the reported events did not result in any adverse effects on the patient. The root cause of the yellow wrench advisory alarms was the backup battery being depleted when the backup controller was connected to power. The root cause of the backup battery fault alarm on (B)(6) 2021 was due to the backup battery not being fully charged while stored, exceeding the product¿s use by date. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 21jul2019. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and yellow wrench advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, rev. C, section 2, entitled ¿how your heart pump works¿, and heartmate ii instructions for use (IFU), rev. C, section 2, entitled ¿system operations¿, explain how to replace the system controller backup battery. These sections also inform the user of how to maintain the backup system controller¿s readiness by fully charging the backup controller¿s backup battery and performing a self-test every six months. Heartmate ii instructions for use (IFU), rev. C, section 4, entitled ¿system monitor¿, under ¿system controller information¿ provides instructions on how to access the backup battery usage records, which includes that the backup battery has a shelf life of 24 months. Section e, entitled ¿symbols¿, indicates that the label on the backup battery indicates the ¿use by¿ date of the product. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had not properly charged their spare controller's back-up battery on (B)(6) 2019. When the patient's controller was attached to the monitor, it alarmed. The back-up battery was charged for 13 minutes and then put to sleep, and reconnected to the monitor. The clock was then synced. The alarms went away but then during further charging there was a controller fault alarm. The back-up battery was exchanged and after syncing there were no other alarms. It was reported on 8nov2021 that the patient did not suffer any adverse health impact due to this event.